Event description:
It was reported that the patient presented for follow-up with stored episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. The episodes were caused by far r-oversensing. Programming interventions were made. The patient was asymptomatic.